Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level, as the customer declined to answer whether the level exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump and advised them to replace the cartridge with a new one filled with insulin. The customer was instructed to continue using the pump and to report any recurring malfunction codes.